Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they are having issues with the act button on the insulin pump when they set up new infusion sets. Customer was advised to call back if they experience any issues with the insulin pump.